Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia/hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels reached 19 mg/dl while wearing the pod between 4 and 24 hours. It was also reported that blood glucose levels reached 370 mg/dl in the morning when they had a drink without bolusing. The patient stated that they were unconscious so the paramedics took them to the ER (emergency room). The patient was treated with glucose and food. The patient was released the same day. The pod was worn when seeking medical attention.